Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned as the device remains implanted, therefore, the condition of the product could not be verified. A sample was not returned because there was no harm by this problem to the patient and the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported following a glaucoma filtration device implant procedure, the device touched to the iris. There was no harm to the patient. The device remains implanted.

Manufacturer narrative:
(B)(4).